Event description:
I used the saalt menstrual disc and was unable to remove it. The customer service tips were insufficient and I tried for 3 days after chatting with them trying every tip they suggested. Eventually they told me "some people have a learning curve" and have to seek outside help. I went to my primary doctor and she couldn't release the suction and recommended I go to the ER. As a last ditch effort I went to my obgyn and she had to slice it open to release the suction then had a lot of difficulty prying it out in pieces. This should be removed from the market. If you look there are hundreds of other incidents in reviews all over.